Event description:
It was reported that a vns pt is experiencing an increase in seizures. The pt had previously been seizure free with vns therapy. He is now having 2-3 seizures per month. The relationship of the increase in seizures to pre vns baseline is unk. Lamictal was added to his medications with significant improvement in the pt's seizure frequency. The physician indicated generator revision surgery is likely as the device is over five years old. Good faith attempts to obtain additional info have been unsuccessful to date.